Manufacturer narrative:
A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends. (B)(4).

Event description:
According to the reporter: they took the device out of the packaging and used it to fire staples across the renal artery. There was no incident with the first firing. The scrub tech then reloaded the device and admitted she was nervous about loading it because she doesn't use it often. She remembers wiping the anvil after reloading the stapler, but she did not specifically check to see if there were any leftover staples. The surgeon placed the stapler over the renal vein and he said that as they were firing the stapler there was an audible "clunk" towards the end of the firing that they all noticed was out of the ordinary. Then the stapler jaws would not open to release the tissue. They had to use clips and another device to cut the tissue to get it out. Current patient status: recovering normally. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. Additional information requested via email: please confirm that product will be returned for investigation. Unfortunately the customer did not keep the device, so it will not be returned what is the patient age, weight, gender? Gender: female. Age and weight: unknown what was the date of the procedure? (B)(6) 2015.

Manufacturer narrative:
A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.